Event description:
Additional information was received. Ipg was replaced and therapy restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's generator reached end of life. Replacement surgery may take place to resolve the issue.

Manufacturer narrative:
A case of ipg inoperable was reported to abbott. The patient's ipg was replaced, no complications during the procedure and therapy restored. No explanted product is being returned, facility protocol. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.